Manufacturer narrative:
(B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-04186. It was reported the patient was not receiving effective stimulation. Lead diagnostics showed multiple high impedances. X-rays confirmed kinks in the leads. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention where both leads were replaced with new ones.